Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 538 mg/dl at the time of incident. Customer¿s other blood glucose level was 436 mg/dl. Customer treated with manual injection. Customer reported that the customer allege insulin pump was under delivering due to high blood glucose. Customer reported that the insulin pump had multiple insulin pump error in history. Customer stated that the drive support cap was normal. Customer reported that they were able to clear the alarm. Customer reported that the insulin pump did required rewind. Customer able to complete rewind. Customer stated that the alarm occurred shortly after inserting a new battery. Customer was assisted to performing a self test and the test passed. Customer also reported that the insulin pump had no delivery alarm. Customer was reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Troubleshooting was performed for under delivery and high blood glucose level. Troubleshooting was declined for battery out limit alarm. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.